Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the bur from the phacoemulsification (phaco) tip broken in between while removal of a very dense cataract during the procedure. The bur was also making an unusual noise at the handpiece end and then when the surgeon removed the handpiece it was noted that it had snapped at the tip end of the bur. There was nothing wrong with the bur until 10 to 15 minutes into the case. The phaco tip was changed and the procedure was carried out. There was no patient harm.

Manufacturer narrative:
One opened phacoemulsification (phaco) tip without wrench in a plastic container within a bag was received. The phaco tip was visually inspected and deemed nonconforming, the phaco tip was broken at the ab (air bypass) hole with a jagged edge. The phaco had even wall thickness. There was wear on the threads, back of flange and nut corners consistent with threading on a handpiece. The broken tip area was not returned. The phaco tip threads were then functionally tested and were found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the phaco tip was broken. The root cause for the broken phaco tip cannot be determined from this evaluation. The phaco tip visual inspection does not show any manufacturing issue that would cause the broken phaco tip. The phaco tip threads were functionally tested and were found conforming. A possible root cause to the report of an unusual noise could have been a broken phaco. No specific action with regard to this complaint was taken because the root cause for the complaint issue cannot be determined from this evaluation. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the broken phaco tip exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).